Event description:
It was reported that a user was unable to use the tandem usb cable because the metal part of the attachment was bent, making it impossible to charge the pump. There was no reported impact to the customer¿s blood glucose level. The cable was damaged due to regular use, and no additional corrective actions or outcomes were available.